Event description:
The pt has four leads implanted with the same lot number. It was reported the pt is no longer receiving effective stimulation after receiving physical therapy. An sjm rep met with the pt and reprogramming was unsuccessful in resolving the issue. X-rays were done and showed all four leads had migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.